Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. We were unable to verify low battery alarm or perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. No blank display anomaly noted. No damage found on lcd isolation tape noted. The insulin pump had cracked case at display window corners, battery tube threads, belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed button error alarm. Customer was unable to clear the alarm. Customer's blood glucose was unknown. Customer mentioned device would have blank display at night and customer would wake up with blood glucose over 400 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.